Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment and no further information is expected. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that the pace/sensing part of this lead was capped and replaced due to threshold and pacing impedance measurements out of range. The shocking part of the lead remains implanted and active. The implant was not provided.